Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: a review of the black box indicated that rebooting had occurring on (B)(6) 2014. The returned battery cap was used to complete investigation. The battery cap contacts were found to be within specification. The battery compartment and battery cap were undamaged and the cap was able to fit securely. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no power issues occurring. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, changing the battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.